Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (damaged belt) was confirmed. Upon evaluation of the electrode belt, the cable connecting ECG c and d was severed. The root cause of the damaged belt is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.